Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colostomy. According to the reporter: the staples didn't close. The operator noticed the colon was 'pierced'. The case was extended by more than 30 mins.